Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. This current report is to provide this information. Section b5, describe event or problem: there was no capsule tear, unplanned vitrectomy, or sutures. Section a3b, gender: the customer responded ¿female¿. Section a4, patient weight: 209 pounds. Section a5, ethnicity: not hispanic. Section a6, race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
There was no capsule tear, unplanned vitrectomy, or sutures.

Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was inserted in the patient¿s right eye and then removed. The reason for the removal is the doctor noticed a haptic broken. The lens was removed and replaced with the same model and diopter. No further complications were reported. No additional information was provided.